Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who implanted with medtronic spinal fixation system. It was reported that the patient was implanted with medtronic spinal fixation system on (B)(6) 2021. Starting from mid of september 2021, the patient felt pain in the waist. On (B)(6) 2021, patient went to the local hospital for x-ray examination and found that the steel plate was broken and the screws fell off. The doctor advised the patient to return to the operating hospital for surgical treatment as soon as possible. It was insisted that the product had quality problems.  After lumbar plif, the pedicles of both sides of l1-l5 could be seen with metal internal fixation, the l2-3 horizontal internal fixation on the right side was broken, the shape of the l3 cone was irregular, and it was slightly displaced backward, and the other cones and accessories were shaped and there was no abnormality in bone density, no abnormality in intervertebral space and facet joint space. Medical safety assesses the reported event of ¿plate broken, and screw fell off¿ and its reported severity as not related to the device or therapy but instead is an inherent surgical or post-operative risk associated with scoliosis surgery. The information obtained indicates that the device performed as intended in this case. Additional information received from manufacturer representative that the product details were unknown. After the fracture, the patient contacted the surgeon as soon as possible. The doctor asked the patient to return to the operating hospital for treatment as soon as possible, but the patient never returned to the operating hospital and never explanted the implants.

Manufacturer narrative:
Radiographic image review result ap xray of lumbar posterior fusion. Lateral xray also provided shows a lumbar kyphosis. Patient has extra lumbar or transitional anatomy in procedure described on l1-5 fusion. The rod appears fractured on one side between l2-3. Fusion status is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.